Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer reported that he performed a blood glucose testing with the contour next one meter at 4:42 p.m. And obtained a reading 36 mg/dl. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour next one meter and in-house contour next test strips from lot # 4aheg42a using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained with the in-house testing were properly marked as blood tests in the meter's memory. Additionally, a device history record was reviewed for the suspected contour next one meter with serial # (B)(6) and no manufacturing anomalies were found.